Event description:
The customer reported a touch screen was misaligned and could not be calibrated during preventative maintenance. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr / ur_ll resistance measurements were out of specification. The customer complaint of touchscreen out of specification was verified; faults are found on this returned touchscreen.